Manufacturer narrative:
(B)(4). Batch # n91e7y. The device was received attached to an hpblue with the blade and outer sheath detached and returned. Upon visual inspection to the device, the blade tip was not broken as reported: ¿the blade tip was broken off.¿ therefore, functional testing could not be performed due to the condition of the device. The device was disassembled to inspect internal component and thermal damage at the sheath and insulated pin interface were found. This damage could have resulted from not torquing the instrument properly to the hand piece; resulting in excessive heat generation. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that after a semi-open CABG, the blade tip was broken off. No pieces fell into the patient. The op ended with the device. There were no adverse consequences to the patient.